Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing of atrial signals. Fluoroscopy confirmed the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.